Event description:
It was reported that the user experienced prolonged hyperglycemia with cgm showing ¿high¿ and a confirmatory glucometer value of 450 mg/dl while using an ilet system with a g7 cgm and a steel infusion set in the abdomen; the event followed a period in which the device had been in bg run due to a failed sensor and therefore was not dosing insulin until a new sensor was applied, after which glucose trended down from 450 to 309 mg/dl. Symptoms included thirst and dry mouth consistent with hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no specific component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.